Event description:
A pt implanted on (B)(6) 2011 with synpor ti reinforced fan plate for orbital floor reconstruction returned to the surgeon due to recurring proptosis - a swelling and prominence of the eye, probably due to post-op seroma or hematic cysts. The pt was returned to the operating room on (B)(6) 2012 for removal of synpor ti reinforced fan plate, and was then revised to preformed ti orbital floor plate. Surgeon confirmed the recurring proptosis puts pressure on the optic nerve and could be vision endangering, so the decision was made to remove the synpor implant and revise the pt to an all titanium product.

Manufacturer narrative:
Investigation is on-going. Review of mfg records has been requested.